Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# n176223012, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a company representative regarding a patient receiving gablofen (2000 mcg/ml at 800 mcg/day) via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. The pump was alarming due to an empty pump reservoir. The patient did not miss a refill appointment. The patient was scheduled for a pump replacement procedure (B)(6) 2015 for normal eos (end of service). When the pump was read, it showed an empty reservoir alarm and low reservoir alarm on the programmer. There was some information that indicated that the low reservoir alarm was scheduled to occur on (B)(6) 2015; however, the pump logs had not been reviewed to determine that. The pump had been programmed to 39 ml after the last refill and it showed that 39.5 ml had dispensed since that update. The patient had no symptoms. The pump was aspirated and they were able to aspirate approximately 3 ml, so the pump was not actually empty which helped to explain why the patient did not have any symptoms. The reporter speculated that the gablofen kit had about 2 ml extra in it and thought that if they put it all in and programmed it to 39 ml it would account for the extra drug.